Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A lens work order search was performed. No similar complaints were found. (B)(4).

Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us. Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the lens haptics slightly curved. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+3.0/104 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault and significant reduction of irido-corneal angles. The patient experienced glare and halos. The problem was resolved after the exchange. The patient's post-op showed uncorrected visual acuity (ucva) to be 20/25.